Event description:
The customer reported to baxter (B)(4) of a buretrol solution administration set that "showed a leak under the drip chamber". The process step was before use. There was no patient involved. No additional information is available at this time.

Manufacturer narrative:
(B)(4) the sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. Additional information: this device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was received for evaluation. The customer reported condition was cofirmed during functional testing; the root cause was not identified.additional information - a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.